Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported the monitor did not alarm. The device was in use at the time of event. There was no patient or user harm reported.

Manufacturer narrative:
Philips remote support engineer(rse) contacted customer to discuss the reported problem, however, the customer did not respond. The rse cancelled the customer's case. Several good faith effort attempts were made to gather details about the case, but no response was received. The reported problem was not confirmed. It is unknown how or if the issue was resolved. If additional information is received, the case can be reopened.

Event description:
Customer reported the monitor failed to alarm. The device was in use at the time of event. There was no patient or user harm reported.